Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the patient was hospitalized for a blood glucose of 29 mmol/l with nausea/vomiting and large ketones. The pump was reviewed with the reporter related to the issue and confirmed that the pump basal rates were programmed appropriately, the basal rate history correctly reflected the basal program, and the basal rates were correctly reflected in the pump¿s total daily dose record. The reporter also confirmed that the pump boluses were correctly reflected in the total daily dose record. The reporter indicated that the pump basal rate was adjusted related to the issue. The reporter indicated that the patient¿s health care provider was requesting a replacement of the pump related to the patient¿s event. This report is made based on the allegation that a pump issue contributed to the patient¿s hospitalization event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: there was no pump data from the time of the event due to continued patient use of the pump. The daily insulin delivery totals for the available date range correctly reflected the user programmed basal rates. The keypad buttons were tested and confirmed no hypersensitive buttons. A normal bolus and an audio bolus were performed successfully and recorded correctly in the pump history. A delivery accuracy test was completed and confirmed that the pump was delivering within specifications.